Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The scope is leaky, the suction arm is loosened. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the angulation failure. Based on the result, we concluded, that it was caused, due to the excessive force applied on the segment. In addition, we confirmed, that the control body broken, and the distal body worn out. However, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: h6: coding changed, based on the investigation result.